Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11g26049, h11f03057, and h11f04030 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(4) of peritonitis, pancreas inflamed, and white blood cell count high in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, there was something in the patient's catheter which needed to be flushed out and which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. On an unreported date, the patient's pancreas was inflamed and her white blood cell count was really high. Treatment for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. The outcome of the events pancreas inflamed and white blood cell count high was not reported. Therapy with dianeal was ongoing. Concomitant medications were not reported. The consumer did not provide an opinion for causality.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported problem. This is report 1 of 4 involved in this peritonitis event. The specific product code for the homechoice automated pd set with cassette is unknown. The brand name, manufacture and 510k, however, have been provided in this MDR.